Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose reaching approximately 313 mg/dl, after which the user changed the infusion site twice and attributed the initial issue to likely placement in scar tissue; no alerts or alarms were reported. Symptoms included insufficiently characterized clinical effects associated with elevated blood glucose. Outcomes included an impact that could not be fully characterized. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, and no device problem or component could be identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.